Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. (B)(6) 2017: the customer's clinical diabetes specialists (cds) followed up with the customer and educated the customer in regards to preventing temperature changes to the pump. The cds also provided the customer with alternate infusion set types to address the issue. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was 200mg/dl. Multiple infusion set site changes and a supply change were performed and the occlusion alarms continued. A system check was performed and the pump performed as intended.